Manufacturer narrative:
(B)(4). The customer advised that product is not available for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed.

Event description:
Surgical pattie 1/2 x 1 1/2 broke inside of patient. Pieces gathered to form 1/2 x 1 1/2 pattie. No harm to patient. On 5/17/2016 per the initial reporter: did the reported event cause any delays in surgery over 30 minutes? There was no delay in surgery. Is the device being returned for evaluation? Device was not returned to send back to company. Is there a serial or lot number you can provide? Not documented.